Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: biocell device, capsular contracture baker grade IV, double capsule. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side biocell, baker IV, double capsule. Device has been explanted.

Event description:
Healthcare professional reported left side "biocell", capsular contracture, baker grade IV, and double capsule. Device has been explanted and discarded after surgery.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis identified yellow and red particles on the surface shell.